Manufacturer narrative:
Please review attached for investigation results.

Event description:
It was reported that a revision surgery was performed to set the nail due to fracture of femoral, the new insert was not inserted into the implanted old baseplate. Therefore the surgeon set the old insert again.